Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Section age or date of birth: the patients date of birth was not provided when asked. Section weight: the patients weight is not provided when asked. Section ethnicity/race: this information not provided when asked. Section date of event: this information was not provided when asked. Section relevant tests/laboratory data/other relevant history: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription section implant/ explant date: is not applicable as the device is manufactured by prescription and not implantable. Manufacturing data not available.

Event description:
It was reported that the patient had a reaction to the comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. An allergic reaction is possible. Additionally, erkodent reported no further complaints for this material lot. Lot#epro4-11892209 (erkoloc-pro) was manufactured from june 01, 2022 and was assigned an expiration of june 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. Roughness - the flange was smooth. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and transparent with yellowish tint. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.